Event description:
Related manufacturer reference number: 2017865-2023-50444. It was reported that the patient was presented to the hospital for a scheduled device programming to MRI mode. Prior to setting up the MRI mode, interrogation of the pacemaker showed the left ventricular (lv) lead had high impedance measurement greater than the threshold limit. The physician elected to re-program the device to resolve the issue. The patient was in stable condition.